Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma and lymphadenopathy; diagnosis of alcl confirmed after explant. (B)(6).

Event description:
Healthcare professional reported via regulatory agency left side "alcl, implant was intact, the surrounding capsule was grossly abnormal with friable yellow, tan colored slightly warty material. There was a surrounding yellow cloudy effusion and there were multiple abnormal axillary lymph nodes. The breast capsule shows features of alcl although the expression of cd15 is unusual. Similar cells are noted within the lymph node and whilst the morphological features are most suggestive of chl there is no evidence of b cell antigen expression. Previous studies have shown the same t cell clonal rearrangement in the lymph node and breast material. This is best regarded as alcl which is unusual in showing lymph node involvement and expression of cd15. Patient was diagnosed at stage IV and experienced tiredness. The doctor noticed gradual swelling (increase in size) of reconstructed breast over last 12-months. This side was quite firm because of the swelling, and more noticeably bigger, and then the patient found an enlarged lymph node under their left arm (the left axilla) and sought referral. This was left axillary lymphadenopathy as well as seroma as the presenting features. Over the last 12-months [patient] has been feeling run down, tired and picking up cold viruses easily. There was between 50cc and 150cc peri-implant fluid. Patient was treated with en-bloc capsulectomy, axillary lymph node excision and chop chemotherapy. Device was explanted. Physician reports left side lymphoma-alcl, with peri-implant fluid. Biomarkers cd30+ and alk- were provided. Physician also reports "noticed gradual swelling (increase in size) of left reconstructed breast [over a 12 month period]. The left side was quite firm because of the swelling, and more noticeably bigger, and [patient] then found an enlarged ln under [their] left arm (the left axilla) and sought referral. This was therefore left axillary lymphadenopathy". Patient is "feeling run down, tired and picking up cold viruses easily." The device was explanted. Patient was treated with surgical management and chop chemotherapy.

Manufacturer narrative:
Article citation: adlard, julian. ¿increasing evidence for the association of breast implant-associated anaplastic large cell lymphoma and li fraumeni syndrome.¿ case reports in genetics. Volume 2019. 16, jul. 2019. Additional, changed, and/or corrected data: correspondence for journal article should be addressed to julian adlard; j.adlard@nhs.net - [increasing evidence for the association of bia-alcl and li fraumeni syndrome.]

Event description:
Literature article "increasing evidence for the association of breast implant-associated anaplastic large cell lymphoma and li fraumeni syndrome" discusses patient with history of several cancers and family history of cancer. Patient was diagnosed with li fraumeni syndrome. Authors conclude that li fraumeni syndrome may be a risk factor for developing alcl. After three cycles of chop and three further cycles with gemcitabine, a post-treatment pet CT scan shows no remaining abnormal lesions or metabolic activity in the patient.